Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality following boot up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and display adapter pcb assemblies, along with other workstation pcb connections were removed and reseated. The system was tested and found to be working as intended and returned to service.